Manufacturer narrative:
Reported event:: an event regarding periprosthetic fracture involving an omnifit stem was reported. The event was not confirmed. Method & results: product evaluation and results: visual inspection, material analysis, dimensional and functional inspections were not performed as the device remained implanted. Clinician review: no medical records were received for review with clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other similar event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned to the manufacturer.

Event description:
It was reported that the patient's left hip was revised due to fracture of the trochanter, which led to dislocation of the bipolar head from the patient's native acetabulum (surgeon reported contributing factors: non-compliant patient, poor bone quality). Patient was converted to a total hip (stem was retained). Rep confirmed that no further information will be released by the hospital or surgeon.